Manufacturer narrative:
Other relevant device(s) are: product ID: 3587a, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the doctor replaced the ins on (B)(6) 2020, and post-operative the patient did not feel any stimulation on any contacts. The rep checked impedance values and they were between 2000 - 6000 ohms. It was noted that most likely the lead would need to be replaced. Additional information was received from the rep. It was reported that the patient was experiencing chronic back and leg pain. It was noted that the lot number and implant date of the lead was unknown as it was implanted at another facility. The ins was replaced due to normal battery depletion. Some impedance values were out-of-range before the surgery, but the patient was feeling stimulation with the case positive and an electrode negative. The decision was made to replace the ins for a different model to give more opportunities in the eventuality that they would have to replace the lead. Monopolar stimulation was no longer possible with this model ins, and they did not find any combination of the electrodes that the patient could feel after the battery replacement. As of (B)(6) 2020, they were waiting for a lead replacement. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The implant date and serial number of the ins were provided. The patient had a lead replacement on (B)(6) 2020 and the issue was resolved. It was noted that this information was confirmed with the physician/account.